Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: m450001b018, software version: (B)(4). A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the non-medtronic scanner connected to the wrong folder. The issue was resolved by selecting the correct folder. The procedure was completed and there was no reported impact to patient outcome. There was no reported delay. The following workflow was noted when connecting to the scanner: a new session was opened, the visualase data transfer (vdt) was opened, and a magnetic resonance imaging (MRI) tech would start a scan. The representative would connect and/or refresh the vdt until the temperature map (tmap) images came over. The representative would then attempt to automatically connect. It was noted that the issue occurred less frequently when the following steps were taken: if it failed to connect, the representative would disconnect but leave the session open. The representative would bring up the vdt and select the tmap dataset at the bottom of vdt. The second half of the incorrect path would be erased and the rest of the correct path from vdt would be manually typed. The representative would then press enter and run manual.